Event description:
Started experiencing fatigue and breast pain likely due to textured silicone gel mcghan implants placed in 1991. Had hypercalcemia, with no cause found 2009. Grade 4 capsular contractures, painful, bilateral 2017. Explanted on (B)(6).